Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with black marks on the display of her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 6am. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. On the following day, the patient claims she felt symptoms of sweating, rapid heartbeat and shaking. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.